Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back and spinal pain. It was reported that the patient was requesting a manufacturer's representative (rep) to re-calibrate their device. The patient stated as far as they know it is a routine adjustment, but they are having a problem. The patient stated that their therapy is turning off on its own. The patient stated that the only other time the implant had shut off on its own when the battery is low. The patient stated that the device had been shutting off with different levels of battery. The patient was redirected to the healthcare provider (hcp) office to request a rep, but they said that the office is refusing to do so. Patient services would reach out to a rep to contact the patient. No further complications were reported or anticipated.